Manufacturer narrative:
An event code recorded at 03:48am on (B)(4) 2016 indicates that the threshold for the number of cassettes processed for bottles 9 (ethanol) had been exceeded. The following information was displayed in association with this error code: "cassettes processed threshold for bottle 9 exceeded - 1 run(s) remaining. Replace contents of bottle 9." Bottle 9 (ethanol) was not in contact with the corresponding sensor for 12 minutes from 09:53am on (B)(4) 2016, which is sufficient time to complete manual replacement of the reagent; and the station properties were reset at 10:06am on (B)(4) 2016. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number cycles and days to zero. The properties of the reagent in bottle 9 prior to this action were: ethanol, concentration=72.8%, cycles=44, cassettes=1243 and days=21. A user affirmed in the instrument software that the default concentration of 100% was to be set for bottle 9 (ethanol) at 10:06am on (B)(4) 2016. Based on the information provided by the complainant, the tissue samples exhibiting sub-optimal processing were derived from the "biopsy" protocol started in retort b at 17:05pm on (B)(4) 2016, which comprised 54 cassettes and completed successfully at 05:00am on (B)(4) 2016; and the "routine/bigs" protocol started in retort a at 17:06pm on (B)(4) 2016, which comprised 42 cassettes and completed successfully at 05:00am on (B)(4) 2016. The reagent in bottles 9 (ethanol) and 13 (xylene) were used for the first time in the final dehydration and clearing steps respectively of the "routine/bigs" protocol started in retort a at 17:06pm on (B)(4) 2016; and were subsequently used in the final dehydration and clearing steps of the "biopsy" protocol started in retort b at 17:05pm on (B)(4) 2016. Although the user affirmed in the instrument software that the ethanol concentration in bottle 9 was to be set to 100% at 10:06am on (B)(4) 2016, the ethanol concentration measured by hydrometer following completion of the two (2) protocols from which sub-optimal processing was identified was 77%. This finding indicates that a use error occurred during replacement of the reagent in bottle 9 on (B)(4) 2016. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled; and the reagent station with the lowest (in -threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 9 (ethanol) was used for the final dehydration step of both the "routine/bigs" protocol started in retort a at 17:06pm on (B)(4) 2016 and the "biopsy" protocol started in retort b at 17:05pm on (B)(4) 2016. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. In the absence of chemical analysis of the reagent in bottle 13 (xylene), which was used during execution of the two (2) protocols from which sub-optimal tissue processing was reported, there is no evidence to determine whether a use error also occurred during the replacement of reagent in this bottle on (B)(4) 2016. Investigation of this complaint found that the instrument operated within specification during execution of the "biopsy" protocol started in retort b at 17:05pm on (B)(4) 2016; and the "routine/bigs" protocol started in retort a at 17:06pm on (B)(4) 2016. The root cause of the sub-optimal tissue processing reported was a use error, which occurred during replacement of the reagent in bottle 9 (ethanol) prior to commencement of the "biopsy" protocol started in retort b at 17:05pm on (B)(4) 2016 and the "routine/bigs" protocol started in retort a at 17:06pm on (B)(4) 2016, from which sub-optimal tissue processing was reported.

Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue samples from protocols run in both retort a and b. The complainant described the affected tissue samples as "mushy"; and reported that visual inspection of the reagent bottles designated for xylene revealed that the reagent in three (3) of the four (4) bottles appeared "milky", with only the reagent in bottle 14 being clear. On (B)(6) 2016, a leica field support specialist (fss) attended the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss noted that the reagent in all bottles designated for both ethanol and xylene, which were on the instrument at the time of the complaint, were replaced on (B)(6) 2016. The complainant measured the ethanol concentration in bottles 4-10 inclusive using a hydrometer prior to replacement; and the results were provided to the fss. The variance between the measured concentration and that calculated by the instrument software, which is based on data entered by the user, exceeded the acceptable limit for bottles 6 and 9. The measured ethanol concentration in bottles 6 and 9 was 90% and 77% respectively; and the corresponding calculated concentration was 97% and 100% respectively. On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on (B)(6) 2016. The fse performed system verification tests, for which all results were satisfactory; and the instrument was found to be operating within specification. On (B)(6) 2016, leica biosystems received information that all the tissue samples exhibiting sub-optimal processing were diagnosable.